Event description:
It was learned that an edwards mitral bioprosthesis was explanted after an implant duration of approximately 8 months due to stenosis. The operative report was received and findings indicate, "the patient had pannus which was growing along two of the three leaflets of the bovine prosthesis restricting leaflet motion. The pannus was growing on the antrum manifest as some fairly thick clot and scar tissue restricting the valve leaflet motion" the explanted bioprosthesis was replaced with a mechanical valve. The patient tolerated the procedure well with no complications.

Manufacturer narrative:
(B)(4) device evaluation not yet completed. Edwards manufacturing investigation as well as device evaluation and results will be reported once completed.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received approximately half of the sewing ring was cut off; it was returned along with the valve. Indeterminable growth was evident at the outflow aspect. The growth restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at both aspects and into the orifice at the greatest point by approximately 3mm. Host tissue overgrowth was minimal to moderate at the stent inflow and the stent outflow. No inconsistencies detected in the x-ray as the wireform was intact. The device evaluation confirmed the reported host tissue overgrowth (pannus) as the primary cause of the reported mitral stenosis and leaflet restriction. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.